Manufacturer narrative:
(B)(4). Date sent: 9/30/2016. Batch # m92r57. The device was received with upper jaw bent and the I-blade upper tip broken lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we are unable to investigate further the activation issues. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy procedure, the device would not grasp. Another like device was used to complete the procedure. There were no adverse consequences for the patient.